Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive mainetance, the cardiosave intra aortic balloon pump (iabp) malfunctioned. All manifold test failed. There was no patient involvement reported.